Manufacturer narrative:
Evaluation summary: the analysis results for the mcm20 instrument confirmed that it was returned non-functional. The cartridge cover and handles were cracked in several areas. The handles were separated. The instrument was cycled and would not feed the clips as intended, therefore two partially formed clips and five conforming clips were fired. The lockout mechanism was non-functional. Upon disassembly of the instrument the feedbar was found to be bent; therefore not allowing the proper feeding of the clips into the jaws. The lockout spring was out of position; therefore, the lockout mechanism was non-functional. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lobectomy, the clip did not come out on the way of using the device. Additional suture was performed. There was no adverse consequences to the patient.